Manufacturer narrative:
(B)(4). The analysis found that one pse60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a ladg, all deployed staples were malformed at the 6th firing, some of them were loosely b-formed, and others were unformed or formed in lumbricoid shape. The cartridge was white. The target tissue was lifted with a suture at the firing. This event was found when a suture intended to be used to reinforce the site. Another device was used to complete the case. There were no adverse consequences to the patient.